Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed oversensing; there were 15 non-sustained tachycardia episodes with v-v intervals less than 220 milliseconds from (B)(6) 2015, and an alert was triggered for those episodes and sensing integrity counter (sic) on (B)(6) 2015. The impedance was steady at about 400 ohms through (B)(6) 2015 and then steadily rose to about 570 ohms by (B)(6) 2015. Concomitant medical products: 429688, lead, implanted: (B)(6) 2013; 694765, lead, implanted: (B)(6) 2013; dtba1d1, ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered due to oversensing. It was also noted that the patient was close to syncope due to the pacing inhibition. The lead was capped and replaced. No further patient complications have been reported as a result of this event.